Event description:
It was reported that after use of a pta balloon at the venous anastomosis, the balloon fibers were noted to be peeled back. There was no reported retraction difficulty. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.